Manufacturer narrative:
Document review performed on 12 april 2018: lot 177042 : (B)(4) items manufactured and released on 06 february 2018 expiration date: 2023-01-25; no anomalies found related to the problem and no anomaly found related to the problem on mat 22341; to date, (B)(4) items of the same lot have been already sold without any similar reported event. Prelimary investigation performed on 12 april 2018 by r&d product manager: the breakage of the trial keel could be due to different factors such as sclerotic bone, not enough preparation of the keel wings side with the risk of excessive impacting force for trial keel placement.

Event description:
During surgery when the surgeon was impacting the keel, the wing of the instrument broke. The surgeon used a secondary instrument to complete the surgery.